Manufacturer narrative:
Product event summary: at analysis it was noted that all bails and bail covers were missing, that the cap of the battery drawer was missing but it was still usable and that the lower part of the display had missing lines which caused it to fail incoming testing based on a defective liquid crystal display. It was further noted that the generator was to be cleaned and repaired. It was further reported that the generator would not be repaired due to a lack of available spare parts and it was requested that it be returned to the customer.

Event description:
The external pulse generator which was returned for a functional check subsequently tested out of specification during manufacturer's analysis. There was no patient involvement associated with this event.